Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed prime during basic occlusion test due to slightly loose drive support disk. The insulin pump was received missing end cap sticker and minor scratches on lcd window.

Event description:
It was reported that the customer received several compromised force sensor system alarms when he primed his insulin pump. The customer's blood glucose level was 115 mg/dl. Insulin was squirting out during the manual prime process. The insulin pump's drive support cap was protruded. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.